Event description:
Caller wishes to report an event that was relayed to her by a pt. The pt claims that his insulin pump was worn on the mid-abdomen region. He has overalls on, and placed a digital phone in the front pocket. Some time after that the pt was taken to the ER for a major hypoglycemic event; he was treated and relased. It was determined that he received 8 hrs worth of insulin in a one hr time period. The pt apparently called the co that supplied the digital phone. The pt told the rptr that the co said "it is possible" that the phone caused an electromagnetic interference with the insulin pump, because it is an electronic device. The rptr asked the pt to report this event to the MFR, but she is unsure if this was done. The pt is still using the device, and is taking precautions while carrying the digital phone.